Event description:
On 28-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl, accompanied by nausea, vomiting, and low-level ketones. The user was admitted to the hospital on (B)(6) 2026, treated with IV fluids and exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia with ketosis resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids and insulin therapy. Engineering log review was limited due to inaccurate device date and time configuration, as the device had previously powered off long enough for the internal clock to reset and was not corrected. No malfunction alerts were identified in the available logs. Clinical device data confirmed hyperglycemia and prolonged periods of suspended insulin delivery; however, due to the inaccurate timestamping, it could not be definitively determined what precipitated the interruption of insulin dosing. Based on available information, the cause of the hyperglycemic event could not be established. If additional information becomes available, a supplemental MDR will be submitted.